Event description:
A report of a pt that was explanted, due to the precision system is no longer working.

Manufacturer narrative:
Additional suspect medical device components involved in the event: explanted devices will not be returned for eval.